Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for low pacing impedance. However, it was noted that the rv pacing impedance was historically stable a lower value. The rv pacing impedance audible alert was programmed off and the rv lead remains in use. No patient complications have been reported as a result of this event.